Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the clinic on (B)(6) 2015 for a routine refill. The volumes were accurate and there were no therapy complaints reported. Upon interrogation the programmer stated a motor stall had occurred, stopped pump period may exceed tube set. Per logs motor stall occurred (B)(6) 2015 followed by tube set (B)(6) 2015 and then motor stall recovery occurred with telemetry/programming (B)(6) 2015. It was confirmed that the patient had magnetic resonance imaging (MRI) on (B)(6) 2015. It caused a delay in logging events. A newer high speed machine for imaging was used. It was uncertain if this may have caused more emg interference causing an issue with the logging of pump activity. The patient was doing well. The pump was delivering hydromorphone.